Event description:
A baxter engineer reported a pump with a depleted battery. It is unknown when this failure code occurred. It is not known if there was any patient injury or medical intervention necessary.